Event description:
Rn of home patient reports a leak with a transfer set. Noted during use with no patient injury or medical intervention required per rn. Rn reports transfer set was subsequently changed.